Event description:
After completion of 3 minute cryocautery procedure, when trigger on cautery gun was released a brief spray of gas was emitted laterally from behind tip striking the vaginal wall. Pt experienced burning sensation. In area struck by gas there was a frozen patch of vaginal mucosa for approx 30 seconds. It was grey in color which then faded to normal.